Event description:
It was reported on behalf of the pt that the pt allegedly experienced sharp abdominal pain with a lap-band device. The physician performed an "x-ray" and the reporter did not report the results. The "defective tubing" was explanted and replaced. F/u findings: health professional reported that the port was explanted and replaced and that the "tubing catheter broke at hub of the [the] lap-band port." The x-ray results indicated a "probable disruption of [the] line to [the] access port." The device will not be returned as it has been discarded.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippage may require band repositioning and/or removal. It there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."